Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) were recorded on the patient device, loss of capture and oversensing due to crosstalk were observed. Programming changes were recommended. The patient is stable and will continue to be monitored.